Manufacturer narrative:
(B)(4). Follow-up was obtained from the consumer. The patient's pd catheter was not removed. The patient recovered from this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis and cramping in a patient coincident with dianeal pd4 and extraneal therapies for end stage renal disease (esrd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced bacterial peritonitis. The patient visited the dialysis center with abdominal pain, cramps and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the peritonitis, abdominal pain and cramps. The cause of the peritonitis was not reported. On (B)(6) 2012, remedial treatment with cifran 500mg 2 times a day po and lendacin "2" in one day ip was initiated. As of the time of this report, the patient remained hospitalized. This peritonitis event was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.